Event description:
It was reported that there are cracks around display window. The blood glucose level was not included in the report. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a cracked case at the display window corners, cracked display window, cracked reservoir tube lip, scratched reservoir tube window, cracked battery tube threads and a stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).